Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comments that the programmer had a loose stylus port, or that the programmer was noisy. It was indicated that the programmer stylus and display cursor did not align. The connection between the overlay and the xy printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a loose stylus port and was noisy. The programmer was returned for service. There was no patient involvement.